Event description:
52 y/o male undergoing percutaneous angioplasty. While attempting to deploy #15 j&j, the stent dislodged and embolized into the arterial circulation. Another stent was successfully deployed later in the procedure. Pt stable, was discharged from the hospital 1/16/98.